Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported a blank screen on the display of their freestyle freedom blood glucose monitor. While the customer was waiting for a replacement meter to be delivered, the customer was not testing their glucose, and began to feel dizzy, and reported losing consciousness. Customer treated with orange juice, sugar, and glucose tablets to stabilize glucose levels.